Event description:
It was reported that the lead was explanted and replaced due to noise. The patient was in stable condition post-procedure.

Manufacturer narrative:
Evaluation description: external insulation abrasions were noted at 16.1-16.3cm and 41.5-41.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.1-13.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.1-8.8cm from the distal tip. The inner coil was exposed at this location. This is consistent with the observation from the field of noise and oversensing.